Event description:
It was reported that impedances were low interop. Impedances were checked multiple times after reinserting extensions into the implantable neurostimulator (ins) header and low impedances would not clear. Extensions were replaced and the impedances cleared and patient was receiving therapy. The issue was resolved. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: extension; product ID 3708660, lot# serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 05-dec-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 05-dec-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause was not determined but the issue was resolved with new extensions. This information was confirmed with the account.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: extension; product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances were low interop. Review of images showed that right subthalamic nucleus (stn) bipolar pair 8/11 was 76. In addition, contact 3 showed investigate/high impedance. Monopolar contact 3 was >5k and all bipolar pairs with contact 3 were >10k. It was unknown if there were any contributing factors that may have led to the issue. During routine replacement, impedances were checked multiple times after reinserting the extensions into the implantable neurostimulator (ins) header and the low impedances would not clear. The extensions were replaced and the impedances cleared and patient was receiving therapy. The issue was resolved. No symptoms reported. Additional information was received from the manufacturer representative (rep). The cause was not determined but the issue was resolved with new extensions. Additional information was received from a healthcare provider (hcp) reporting that there was battery drainage. It was discovered it was the extension wires during ins replacement.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type extension product ID 3708660, serial# (B)(6), implanted: (B)(6) 2016, explanted: 2023, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.